Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Four low speed treatments of 25 seconds each, with 25 seconds of resting time, were performed in the proximal lad. After the fourth treatment, it was observed the patient had transient slow flow. 100 mcg of adenosine intra-coronary was administered successfully as flow was restored. The physician then proceeded to treat the mid lad. Three low speed treatments of 20 seconds each, with longer resting time, were performed. There were slight ECG changes noted. The ECG changes settled post orbital atherectomy. The physician then dilated the mid lad with a non-abbott balloon - 3 x 12 mm with low inflation. At this time, the patient had changes to ECG and blood pressure decreased during inflation and post inflation. Metaraminol was required. The patient stabilized for a short period but changes to ECG and decreased blood pressure continued requiring cardiopulmonary resuscitation and intravenous (IV) metaraminol and IV adrenaline administered. The patient was stabilized and intubated. The physician was able to successfully deliver and treat the left main artery to proximal lad, and proximal lad to mid lad with a non-abbott drug-eluting stents. There was no overlapping between the implanted stents. Post implant of the stents, the patient's blood pressure decreased and the patient went into ventricular fibrillation. The patient expired. In the physician's opinion, the cause of the slow flow was due to microembolization of calcium and possibly thrombus on calcium nodule. It was indicated the low speed orbital atherectomy treatment led to the slow flow. In the physician's opinion, the primary and secondary cause of patient death was cardiogenic shock due to ischemia from high risk percutaneous coronary intervention.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). Four low speed treatments of 25 seconds each, with 25 seconds of resting time, were performed in the proximal lad. After the fourth treatment, it was observed the patient had slow flow. 100 mcg of adenosine intra-coronary was administered successfully as flow was restored. The physician then proceeded to treat the mid lad. Three low speed treatments of 20 seconds each, with longer resting time, were performed. There were slight ECG changes noted. The ECG changes settled post orbital atherectomy. The physician then dilated the mid lad with a non-abbott balloon - 3 x 12 mm with low inflation. At this time, the patient had changes to ECG and blood pressure decreased during inflation and post inflation. Aromine was required. The patient stabilized for a short period but changes to ECG and decreased blood pressure continued requiring cardiopulmonary resuscitation and intravenous (IV) aromine and IV adrenaline administered. The patient was stabilized and intubated. The physician was able to successfully deliver and treat the left main artery to proximal lad, and proximal lad to mid lad with a non-abbott drug-eluting stents. There was no overlapping between the implanted stents. Post implant of the stents, the patient's blood pressure decreased and the patient went into ventricular fibrillation. The patient expired. Additional information was received indicating the slow flow was transient and responsive to intracoronary adenosine. In the physician's opinion, the cause of the slow flow was due to microembolization of calcium and possibly thrombus on calcium nodule. It was indicated the low speed orbital atherectomy treatment led to the slow flow. In the physician's opinion, the primary and secondary cause of patient death was cardiogenic shock due to ischemia from high risk pci.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient arrhythmia, cardiac arrest, obstruction, embolism, medication, unexpected medical intervention, and death appear to be related to operational context. In this case it is possible that the reported patient arrhythmia, cardiac arrest, obstruction, embolism, medication, unexpected medical intervention, and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.